Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: the product was returned and analyzed. The pulse generator case was removed for the analysis. The battery voltage was lower than expected, but still supported full device function. An electrical leakage was confirmed as a result of a high current drain caused by leaky ceramic battery bypass capacitor, due to a crack in the ceramic capacitor. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device remains in service. No adverse patient effects were reported.